Manufacturer narrative:
Both the axiem box and the cable were returned for analysis. Functional testing on the axiem box could not replicate the issue and could not determine the cause of the reported event. Functional and visual examination on the cable determined that the cable was visibly damaged but passed a continuity test with no opens or shorts. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the cable of the axiem box was damaged and there was a port 1 failure. The axiem box was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a tumorectomy. The issue occurred prior to the procedure start and the rep indicated that the coating on the axiem cable was broken and sometimes port 1 on the axiem box had a recognition failure. The component was replaced and the issue was resolved.